Event description:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported).

Event description:
Correction: the previous or initial MDR submitted on january 08, 2024, was filed inadvertently. No skin breakdown has occurred.

Event description:
Per the clinic, the patient experienced an infection and a skin breakdown at implant site. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted (specific date not repoerted) due to an extrusion of the implant. The patient was reimplanted with another cochlear device (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Correction: the previous or initial MDR submitted on may 20, 2024 was filed inadvertently. There was no extrusion and explantation has occurred.

Event description:
Correction: the previous MDR submitted on (B)(6) 2024 was filed inadvertently. The correct date of this report (b4) and date report sent to manufacturer (f13) is (B)(6) 2024. Per the clinic, the patient experienced skin breakdown at the implant site. The patient underwent a device repositioning surgery under general anesthesia on (B)(6) 2024.